Manufacturer narrative:
(B)(4); the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had their device and electrode explanted and replaced with a transvenous system due to noise. The device oversensed the noise and delivered a shock. There was concern over the placement of the products, in association with the patient's curved spine and a large amount of adipose tissue. The device appeared anterior and the electrode was not ideally placed in comparison to the patient's heart. There was noted to be a change in shock impedances since implant, from 92 to 150 ohms with a delivered shock. This may indicate that the device may have moved or adipose tissue may be a contributor. It was the patient's choice to have the s-ICD system replaced with a transvenous system due to her body habitus and curvature of the spine leading to difficulty at the initial implant of pain and laying flat. The explant procedure went well and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the device memory confirmed therapy was available and the device was functioning normally. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had their device and electrode explanted and replaced with a transvenous system due to noise. The device oversensed the noise and delivered a shock. There was concern over the placement of the products, in association with the patient's curved spine and a large amount of adipose tissue. The device appeared anterior and the electrode was not ideally placed in comparison to the patient's heart. There was noted to be a change in shock impedances since implant, from 92 to 150 ohms with a delivered shock. This may indicate that the device may have moved or adipose tissue may be a contributor. It was the patient's choice to have the s-ICD system replaced with a transvenous system due to her body habitus and curvature of the spine leading to difficulty at the initial implant of pain and laying flat. The explant procedure went well and no additional adverse patient effects were reported.